Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx. E3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the seal for the reamer guide is broken and deformed. A dimensional inspection was not performed since it was not applicable to the complaint condition. While no definitive root cause can be determined for the reported issue, the melting condition of the seal and breakage was consistent with a component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 24-sep-2022. Expiration date: 01-sep-2023. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 2006p01 (sterile). Lot quantity: 12. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged. Lot number: 2005p26. Lot quantity: 12. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 2075p76. Lot quantity: 600. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied by rochling medical dated 28-aug-2022 was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 2005p55 lot quantity: 12 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set lot number: 879p036 lot quantity: 192 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 26-may-2022 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 879p045 lot quantity: 192 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 26-may-2022 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter lot number: 900p074 lot quantity: 300 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 09-jun-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m003, manifold assembly packaged lot number: 1965p42 lot quantity: 12 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly. Lot number: 795p921. Lot quantity: 300. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspectionmet all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 08-apr-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that during a ria 2 procedure on (B)(6) 2023, the assembly tube and the seal for the reamer guide (mounted on the motor shaft) melted. The device did not fit on the ancillary shaft, and heated up during use. The team described a hot smell, and smoke was emerging. The surgery was delayed by 30 minutes due to the event. The surgeon performed bone grafting using the ria I system instead, and the procedure was successfully completed. Upon investigation of the returned product on august 28, 2023, it was noted that the part was broken. This report involves one ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for (B)(4).